Event description:
It was reported that during a lobectomy procedure, the instrument fired correctly for the first three firings. On the subsequent three firings, the staples were not properly formed. There was no patient consequence.